Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the handle would not come off from the mesher since the shaft was damaged. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in sap. The last repair was (B)(6) 2014 where it was reported that the skin failed to pull though and wasn¿t getting meshed and the left and right sideplates, bottom roller and bearings were replaced. This is not a related issue. As noted on november 8, 2017 per (B)(6), qa/ra compliance manager, (B)(4) repair center service repair records are unavailable if they were created prior to january 1, 2016. Repair information may be available in the (B)(4) repair database and should be documented within the complaint investigation. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on june 23, 2017 revealed that the unit arrived with the handle removed from the mesher. The handle was found to be jammed and the gear holding screw was tightened. The detents were found to be wound in the handle. The handle would not fit on the bottom roller. The pre-testing could not be performed due to a bent comb. The shoulder bolts, washer, nuts, bottom roller, end gear and the inside surface of the side plates were all worn. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the left and right side plates, bottom roller, synthetic bearing, belleville washers, shoulder bolts, cap nuts, comb, ratchet gear, roller gear and detents. Skin graft mesher, serial number (B)(4) , was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since the device arrived with the handle removed from the mesher. During initial inspection, there was no mention of the shaft being damaged. The reported event was non-verifiable since the device arrived with the handle removed from the mesher, hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4) , was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the handle would not come off from mesher as shaft was damaged. No adverse events were reported. Initial inspection revealed that the comb was damaged.